Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced percutaneous lead (driveline) repair was reported under medwatch MFR report# 2916596-2017-02787. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 4 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient¿s lvad system was indicating abnormal operation with pump vibrations while on external battery power and an ungrounded cable. The patient was asymptomatic. An external percutaneous lead (driveline) repair was previously performed on (B)(6) 2017. The vad coordinator reported that the system controller log file could not be downloaded as the lvad system could not be connected to the power module. On (B)(6) 2018, the patient received a pump exchange. The explanted pump will not be returned. No additional information was provided.